Manufacturer narrative:
Patient demographics unable to be obtained. One swan-ganz catheter was received for a full examination. The report of balloon leakage was confirmed. As received, the balloon did not inflate due to a tear of approximately 2 mm in length near to distal balloon bonding site. The edges of balloon latex did not appear to match up. On the other hand, all through lumens were patent without any leakage or occlusion and no visible damage or abnormality was observed from catheter body or syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. A root cause was unable to be determined. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process all the units go through balloon and bonding inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this swan-ganz catheter leaked. There was no allegation of patient injury. The device was received for evaluation and the balloon was ruptured near to distal bonding site, the edges of balloon latex did not appear to match up.